Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown, but was reported to be due to a vision problem. Beginning on the day of onset, the patient was treated with imipenem for fifteen days (route, dosage, and frequency not reported) and ciprofloxacin for thirty days (route, dosage, and frequency not reported) for the peritonitis event. Sixteen days prior to the receipt of this report, the patient began treatment with vancomycin for fifteen days (route, dosage, and frequency not reported) and amikacin for fifteen days (route, dosage, and frequency not reported) for the peritonitis event. Dianeal therapies were ongoing. After twenty-nine days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. No additional information is available.